Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV", "possible rupture" and "a lot of rippling".

Event description:
Patient reported "capsular contracture baker grade IV", "possible rupture" and "a lot of rippling". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b., h.6.

Event description:
Patient reported "capsular contracture baker grade IV", "possible rupture" and "a lot of rippling". Healthcare professional later reported "capsular contracture baker grade iii". Healthcare professional later confirmed reports of rippling and rupture. This record is for the left side. The device was explanted.